Event description:
It was reported that during cauterization, an orange flame was observed at the tip of the bovie pencil.

Manufacturer narrative:
It was reported that during cauterization, an orange flame was observed at the tip of the bovie pencil. There were no reports of death, serious injury, medical intervention, or follow up care. It has been determined that the reported event could cause or contribute to serious injury if it were to occur again. In an abundance of caution, this is a reportable event. If additional information becomes available this report will be reopened and reevaluated.